Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the high bg (hospitalization) event date of (B)(6) -2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the high bg (hospitalization) event date (B)(6) 2023 listed on smartsolve. Dailytotalofallinsulindelivered: 1158000 (115.8 u) dailytotalofbasalinsulindelivered: 557000 (55.7 u) dailytotalofbolusinsulindelivered: 601000 (60.1 u) (B)(6) 2023 06:25:40.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 188000 (18.8 u), bolusamountdelivered: 188000 (18.8 u), (B)(6) 2023 09:27:03.000 normalbolusdelivered (220), bolusprogrammingmethod: manualbolus (0), normalbolusamountprogrammed: 250000 (25 u), bolusamountdelivered: 250000 (25 u), (B)(6) 2023 12:18:26.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 163000 (16.3 u), bolusamountdelivered: 163000 (16.3 u), the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump errors/alarms noted 1 week prior to the high bg (hospitalization) event date (B)(6) 2023 in the formatted history file. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2022 to (B)(6) . There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of (B)(6) 2023. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 20:38:45.000; (B)(6) 2023 22:21:26.000; (B)(6) 2023 18:02:30.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 12:48:00.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 20:39:00.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 22:19:00.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 18:03:11.000. (B)(6) 2023 18:03:19.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert, failed batt alert/battery failed alarm, replace battery alert and power loss alarm were expected since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power/depleted battery. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. ¿ the original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump was received without a battery cap installed. The pump was received without a battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the date of 08-jun-2023 listed on pump history and the days prior to that date. (B)(6) 2023 dailytotalofallinsulindelivered: 909000 (90.9 u); (B)(6) 2023 dailytotalofallinsulindelivered: 1101250 (110.125 u); (B)(6) 2023 dailytotalofallinsulindelivered: 1222000 (122.2 u); (B)(6) 2023 dailytotalofallinsulindelivered: 1158000 (115.8 u); (B)(6) 2023 dailytotalofallinsulindelivered: 559000 (55.9 u); (B)(6) 2023 dailytotalofallinsulindelivered: 559000 (55.9 u);(B)(6) 2023 dailytotalofallinsulindelivered: 494250 (49.425 u); (B)(6) 2023 dailytotalofallinsulindelivered: 160500 (16.05 u); (B)(6) 2023 dailytotalofallinsulindelivered: 265500 (26.55 u). There is no available data after (B)(6) 2023. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer passed away on june (B)(6) 2023. The customer had hyperglycemia and was hospitalized on (B)(6) 2023. The customer¿s blood glucose value at the time of death was unknown. The customer also reported that the pump was last worn on (B)(6) 2023. Customer was not wearing the insulin pump at the time of death since he was at hospital. The insulin pump will be returned for analysis.